Event description:
It was reported that the iqvia technician stated that the device displayed alarm 41 (water temperature 1 is out of range at 28 °c) per wo notes the inlet pressure was 0.1, circulation pump command was 100 percentage and failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.